Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited episodes of oversensing of noise with pacing inhibition in the stored egrams on the ventricular r/s channel. In one episode noise is also noted on the shocking channel. The local guidant rep noted that all the episodes occurred during daytime (between 7am and 5 pm). All lead measurements were normal. No isometrics were performed. The noise appeared to be non-physiologic in nature and no programming changes were made. The lead was explanted and subsequently replaced and following the replacement, noise was again noted on the rate/sense lead; however, the noise appears different from the previous noise. The lead was returned to guidant for analysis.